Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 35 mg/dl and glucose tablets/food were consumed to address bg. Customer correctly calculated carbohydrates when a food bolus was delivered; however, blood glucose lowered when customer consumed less food. Recommendation was made for customer to consult with healthcare provider.